Event description:
Technician found siderail failing.

Manufacturer narrative:
Screw, latch bushing, and roller guide at siderail latch were missing. Technician replaced missing parts to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.